Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 30 x 3.50-4.00 mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the ivus catheter was withdrawn, it was discovered that the proximal sheath had become dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached at the lapjoint section.

Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 30 x 3.50-4.00 mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the ivus catheter was withdrawn, it was discovered that the proximal sheath had become dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
A2 age at time of event: 18 years or older.